Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The console was returned for investigation. It was determined that the cause of the aic issue was contamination of a communication line on the pbm.

Event description:
The user facility reported their automated impella controller (aic) started up with a blue screen. This is a system self-check error. The console to be returned for investigation and repair. This event occurred during set-up and there was no patient involvement.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.